Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with a driveline exit site infection (dles). The patient began to have "connect to power" alarms while on battery clips. This had occurred the day prior as well, and the clips had been exchanged. When evaluating, the patient had "connect power" alarms from the black cable intermittently when connected to clips. This occurred on two different clips but not at all on the white power cable. The black power cable was wiggled around a lot while on wall power, but the alarms would not reproduce. Log files were sent for review. The event log file captured "no external power" events 20jan2026 at 0912, 21jan2026 at 1233, and 21jan2026 at 1624 while using battery power. These events occurred when the white power lead was disconnected relying on the black power lead to power the controller. Some random ¿connect power¿ events were seen as well on the black power lead.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.